Event description:
Notified by fusa sales of thes product problem. Stated complaint is "tubing separated from the bottom of the arterial chamber during patient treatment." The patient was initiated onto the althin system 1000 dialysis machine dialysis without incident. The air/foam detector of the venous line alarmed. As part of troubleshooting to inspect for possible sources of air introduction, the arterial bloodline was inspected and rethread onto the machine. As the caregiver removed the arterial drip chamber for reposition, reportedly the mainline tubing separated from the arterial drip chamber. Ebl was not available at this time, however the volume>20cc and to later clarified. It was reported that the h&h was unchanged and remained stable. There was no medical intervention required, as a result of the leak. The customer usually uses althin bloodlines. The customer did not experience any other similar problems with this product or lot number. Customer was faxed bloodline diagram to mark location of reported separation. A waiting this info and further patient info. 07/07/99, 07/09/99, 07/13/99 and 07/16/99 attempts made to retrieve further complaint and patient info. 07/19/99-bloodline diagram and patient info received by mail. Patient lost 250cc of blood due to both the leak and the discard of the extracorporeal circuit. The patient remained stable and no medical intervention required. Reported defect was "bloodline slipped out from base of arterial chamber."